Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foely catheter was leaking. Per follow up via phone on 28oct2020, stated that patient experienced urine leakage around the meatus. The customer noted that the catheter seems smaller than the 18fr catheters from another brand was used to.

Event description:
It was reported that the foely catheter was leaking. Per follow up via phone on 28oct2020, stated that patient experienced urine leakage around the meatus. The customer noted that the catheter seems smaller than the 18fr catheters from another brand was used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to bubble/void on rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling is adequate to prevent the reported event. "Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.